Event description:
The event involved a spinning spiros® closed male luer, red cap where the customer noticed small clear fragments of silicone becoming loose in the center of the ch-011-ch-70s, when disconnecting from the spiros and ch14. It does not seem to happen with every 011- ch-70, same as previous issues reported. This occurred in the middle of the production (compounding) of chemo and there was no defects or tears noted at the start. Devices checked prior to production. There was no patient involvement and no patient harm.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.